Manufacturer narrative:
(B)(4). This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. No specific patient information regarding events has been provided. If further details are received at the later date a supplemental medwatch will be sent. (B)(4)

Event description:
Title: total transvaginal mesh (tvm) technique for treatment of pelvic organ prolapse: a 5-year prospective follow-up study the authors aimed to evaluate the clinical effectiveness and complication rates at 5 years following the total trans vaginal mesh (tvm) technique to treat pelvic organ prolapse. A total of 82 patients with pelvic organ prolapse who underwent tvm were available for the 5-year follow-up period. The tvm technique comprised placement of the gynemesh ps polypropylene mesh of a specific size and shape. At 5 years post-operatively, reported complications included recurrence of prolapse (n-13) which required surgical re-intervention in 4 patients, feeling of bulge (n-4) and mesh exposure (n-14) which required resection of the exposed mesh in 7 patients and treatment in the form of estrogen cream in 7 patients. It was concluded that the data provide evidence of a durable repair for both anatomical and functional outcomes without increasing the rate of adverse events. The authors believe that these results translate into a positive risk-benefit profile for these tvm procedures when performed for the appropriate indications by surgeons experienced with pop and mesh surgery.